Event description:
It was initially reported that the patient was diagnosed with obstructive sleep apnea. It is unknown if it is related to vns or is made worse by vns. Good faith attempts for additional information were unsuccessful to date.

Manufacturer narrative:
.

Event description:
A fax response was received from the physician but he did not provide any information about the sleep apnea. He simple wrote an ¿n/a¿ after the list of questions.